Event description:
Unit was underfilling final container, based on a 250ml lipid container being empty when the station 1 volume delivered display read 235ml and the unit issuing an e-25 alarm before station 6 had finished pumping all the solution it was programmed to deliver and not allowing the operator to continue to use the unit. Because of this, the unit was swapped out. No pt involvement.